Event description:
It was reported that during an angioplasty procedure, the balloon allegedly expanded but the inflation gauge readings did not increase and remained at zero. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. Expiration date: 01/2025.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device was received for evaluation. During visual evaluation, no anomalies were noted to the housing, tubing, pressure gauge, handle or site gauge. During functional evaluation the presto device was connected to an in-house pressure gauge, and pressures were noted at the following atms and psi readings: 8 atm = 120 psi = 8.17 atm, 12 atm = 181 psi = 12.32 atm, 24 atm = 359 psi = 24.43 atm. No other functional testing was performed. One video was provided and reviewed. The video showed the presto device connected to a pta balloon. The piston handle was turned and the balloon was seen being inflated but the reading of the presto device stayed at zero and at one point briefly fluctuated. Therefore, the investigation is unconfirmed for the reported pressure gauge not working as although the video showed the device not working properly, functional testing of the returned device in the lab showed the pressures noted were within acceptable range of the product specification. A definitive root cause for the alleged pressure gauge not working could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly expanded but the inflation gauge readings did not increase and remained at zero. The procedure was completed using another device. There was no reported patient injury.